Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was noise and loss of image when the connector is moved. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the failure include a damaged connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the set up before the surgery the camera head view was foggy. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that this had a loss of image when the connector is moved which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.